Event description:
Respiratory therapist called to unit by rn to change a ventilator because of problems with the ventilator. Noted that the vent displayed "byte air" and "packet heater error." Also, according to rn, had inaccurate vt, no display infrequency and frequent apneas. Ventilator replaced with another. Pt was being bagged entire time and suffered no adverse outcome. The unit was isolated and evaluated with the MFR's specs, by a tech and biomedical tech. Under testing conditions, the incident could not be duplicated. The unit passed all functional tests within the MFR's specs. It was noted that the proximal pressure line had been disconnected from the unit. The alarms noted typically occur when the fiber optic cables are disconnected from the unit while in operation.